Manufacturer narrative:
The limited design history record review results are within specifications. Based on the information that has been gathered in this investigation, the root cause of the patient's high gradient event is unknown. It is possible that the patient¿s clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this valve however with the limited information received it cannot be conclusively determined.

Event description:
It was reported that the patient¿s valve showed high gradients for several months and the patient was under control. The last mpg was 108mmhg, on (B)(6) they performed a valve in valve procedure with a sapien size 23. No additional information was provided.